Event description:
It was reported the patient programmer display showed "call your doctor" (power on reset), after a knee replacement surgery. The patient could not adjust stimulation. The implantable neurostimulator was off during the procedure. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v575548, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient received assistance on (B)(6) 2012 and her concerns were resolved, however the device later stopped communicating with the hand unit.